Event description:
It was reported while using bd cathena safety IV catheter bd multiguard technology 22 ga 1.00 in a needle would not retract with the safety mechanism. There was no report of patient impact. The following information was provided by the initial reporter: according to the customer's report, after venipuncture, the hcp attempted to retract the needle but the safety mechanism was not activated.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes. D9: returned to manufacturer on: 03-mar-2022. Investigation summary three photos and one sample were received by our quality team for evaluation. From the photos, the safety mechanism was observed to not be activated, the needle also appeared to be bent. The sample was observed with the safety mechanism not activated and the needle bent. The tip shield was manually pushed through the cannula and was able to be activated properly, no safety activation failure was observed. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported while using bd cathena safety IV catheter bd multiguard technology 22 ga 1.00 in a needle would not retract with the safety mechanism. There was no report of patient impact. The following information was provided by the initial reporter: according to the customer's report, after venipuncture, the hcp attempted to retract the needle but the safety mechanism was not activated.